Manufacturer narrative:
A beckman coulter field service engineer (fse) confirmed the probable cause as contamination of the deionized (di) water lines, with air in di water tubing of instrument. The fse decontaminated the di water lines, both dxc 700 au instruments and replaced ion selective electrolyte (ise) tubing to resolve the issue. The patient sample was re-drawn, which showed consistent, repeatable results on both instruments after di water system and instruments were flushed. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported low patient results on multiple analytes including sodium, potassium, glucose, blood nitrogen urea (bun) and calcium on their dxc700au clinical chemistry analyzer (p/n b86444 sn (B)(6)). There was no report of change to treatment, injury or death associated with this event. The customer did not provide patient demographics.